Event description:
It was reported that the insulin pump alarmed during the priming process. The blood glucose reading is 233 mg/dl. Customer has treated with insulin pump. Customer was unable to clear the alarm. Nothing further reported.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to loose/protruded drive support disk. No alarms were noted. The insulin pump received with missing end cap sticker. The insulin pump received with cracked battery tube threads. The insulin pump received with scratched lcd window.